Event description:
The aci sales professional reported tha ta patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 5-7 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure and pulled through the sheath. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided an no returned event could not be confirmed and not root cause could not be determined.